Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3093-28, lot# v519456, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the implantable neurostimulator (ins) seemed to ¿come out quite frequently.¿ this reportedly had happened 6-7 times and the patient had the ins ¿reburied¿ about 6 times. The ins tended to ¿push out of the muscle pocket¿ and then would need to be reburied. It was noted that ¿one time¿ the doctor was cutting the skin and hit the ins. It was stated that the device helped with the bladder. Additional information has been requested, a follow up report will be sent if additional information is received. The patient has two systems. Refer to manufacturer report #3004209178-2014-08801 for information regarding the patient¿s other system. Some information was clearer in terms of which system it pertained to. Other parts of the information were captured in both reports as it was unclear as to which system it pertained to.